Event description:
A customer observed variable speeds during the 10 minute centrifugation of gel cards. Gel cards centrifuged at variable speeds could result in erroneous results. The tests abord the centrifuge were aborted. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the repairs attempted by the customer were not successful in returning the device to the expected operation. The customer was advised to discontinue use of the centrifuge. The root cause of this event is unknown.